Manufacturer narrative:
Zimmer biomet (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k072642. Item was not returned to manufacturer.

Event description:
It was reported that the abutment screw fractured inside the implant.